Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt trunk cable connector was physically damaged and warped. The damage to the connector made it difficult to mate the electrode belt to a monitor, with caused the communication faults and the service code 204. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4). The (B)(6) patient using this electrode belt was receiving a service code 204 (belt/monitor unusable).